Event description:
It was reported the unit locks up on power up. It was also reported the atrial channel pace led lights, but there is no numerics. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the initial report, no anomalies were found with the power-up sequence. Analysis did find that one case screw was missing, the battery contacts were compressed, the keyboard was scratched and the liquid crystal display (lcd) was bleeding and the menu section was dim.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.